Event description:
It was reported that pump battery would not charge despite use of standard charging cable, wall adapter, and different power sources, and a power source alert had appeared around the time issue began. There was no reported impact to the customer¿s blood glucose level. Customer attempted multiple charging methods without success, switched to multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, provided instructions for storage mode, return of problematic pump, and setup of pump settings and continuous glucose monitor on replacement device.